Event description:
A report was received that the pt's ipg was depleting quickly. A database analysis indicated that the device exhibited premature battery depletion. The physician replaced the ipg and the pt was reportedly doing fine.

Event description:
A report was received that the patient's ipg was depleting quickly. A database analysis indicated that the device exhibited premature battery depletion. The physician replaced the ipg and the patient was reportedly doing fine.

Manufacturer narrative:
A return product analysis showed burn marks on the ipg case and the analog ic had an internal short(s) resulting in excessive current drain of the battery. Electrocautery was not used and no prior revisions occurred that may have resulted in the analog ic damage. The visual burn marks and rapid battery depletion was most likely a result of electrocautery use during the explant procedure. The reported complaint of frequent ipg charging could not be confirmed. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4) rev. Ab).